Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "sterilized using ethylene oxide. Do not resterilize. Do not use if package is damaged." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the catheter lacked lubricity. The complainant alleged that the catheter was pulled out and lubrication was added before fully inserting the catheter and that he experienced a urinary tract infection as a result of using the device.